Event description:
Primary surgery - the femoral component is cemented on. The surgeon proceeded to cement the tibia, and impact the insert. By that time, the femoral component has started to slide off the femur, and the surgeon has to re-impact it on.

Manufacturer narrative:
On (B)(6) 2013 an agent reported that a motivation knee size six right distal femoral implant had begun to fall off the bone resections of the distal femur while the cement was curing. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there was three prior complaints filed that involve the unintended movement of the motivation distal femoral implant. Corrective and preventative action CAPA-(B)(4) has been issued in response to the recent complaints. The root cause of this complaint is the distal femoral implant fell off the prepared distal femur due to lack of initial fixation between the implant and the resected bone. A cad review of the assemblies between the motivation 4-in-1 resection guides and the bone interface surfaces of the motivation posterior stabilized distal femoral implant were performed. The assemblies illustrated a gap at every bone interface surface (except distally) and measured 0.25mm at the anterior flange and posterior condylar resections and 0.5mm at the chamfer resections for all sizes. This circumstance will permit implant movement at nominal conditions. Additionally, the amount of possible movement will increase as the bone cuts made through the 4-in-1 guide converge and the distal femoral implant bone interface surfaces diverge within tolerance.